Event description:
A report was received that the patient underwent a lead replacement procedure. The patient experienced inadequate stimulation, an impedance check confirmed high impedances on one of the leads. The physician elected to replace both leads, however it is unclear which of the two leads is the lead that displayed high impedances. It was also suspected that one of the leads was fractured. The physician indicated that the fracture occurred do to tension being placed on the lead, because he thought it was too short. The patient has regained stimulation and is doing well post-operatively.

Manufacturer narrative:
Sc-2408-56 (B)(4)= the complaint of the lead damage has been confirmed. Visual inspection revealed that the proximal array is completed separated from the lead body. It was reported the lead fractured because of the tension applied to it due to insufficient length. The excessive tensile force exerted onto the lead and lack of strain relief are the most likely cause of lead damage. Additionally, the proximal contact 8 was crushed by the ipg set screw. There was also a setscrew mark on the spacer between contact 7 and 8.

Event description:
A report was received that the patient underwent a lead replacement procedure. The patient experienced inadequate stimulation, an impedance check confirmed high impedances on one of the leads. The physician elected to replace both leads, however it is unclear which of the two leads is the lead that displayed high impedances. It was also suspected that one of the leads was fractured. The physician indicated that the fracture occurred do to tension being placed on the lead, because he thought it was too short. The patient has regained stimulation and is doing well post-operatively.

Manufacturer narrative:
Additional information was received that the device that displayed the high impedances was the sc-2408-56 serial number (B)(4). Sc-2408-56 (B)(4) = the returned device was analyzed and no anomalies were found. Sc-2408-56 (B)(4) = the complaint of the lead damage has been confirmed. Visual inspection revealed that the proximal array is completed separated from the lead body. Additionally, the proximal contact# 8 was crushed by the ipg set screw. There was also a setscrew mark on the spacer between contact #7 and 8. The deformed contact #8 resulted in the difficulty pulling the lead out of the ipg and eventually fracturing the lead due to excessive force extracting the lead proximal array.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-2408-56, serial: (B)(4), description: avista MRI perc lead kit 56 cm.

Event description:
A report was received that the patient underwent a lead replacement procedure. The patient experienced inadequate stimulation, an impedance check confirmed high impedances on one of the leads. The physician elected to replace both leads, however it is unclear which of the two leads is the lead that displayed high impedances. It was also suspected that one of the leads was fractured. The physician indicated that the fracture occurred do to tension being placed on the lead, because he thought it was too short. The patient has regained stimulation and is doing well post-operatively.